Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Reporting in the u.s. Due to similar product sold in the u.s. A request to retrieve the unit was made on 10/29/2015. The request was declined by insurance claims representative. The bp monitor is retained under chain of custody until further notice due to insurance claim. The u.s importer is requesting manufacture of the device to further investigate this incident.

Event description:
Omron healthcare, inc. Received a letter regarding a claim from (B)(6) on 10/28/2015. In the letter, it was reported that the insured sustained severe damages to their home as a result of the fire. The engineer that was called in to investigate the cause of fire identified the cause of the fire as being the omron blood pressure monitor which was the only item plugged into the electrical outlet in the master bedroom in the area of the origin of the fire. The engineer concluded: based upon our investigation to date, we have formed the following opinions: the area of fire origin was at the omron blood pressure monitor located in the area of fire origin. The probable source of heat for ignition was an electrical failure of the power cord for the omron blood pressure monitor. Additional examination is suggested to verify. The probable first fuel ignited was the power cord insulation and combustibles on the wooden desk including paper/documents. The fire is classified as accidental at this time based on the remaining physical evidence and reported information. No other competent sources of heat for ignition were identified in the area of fire origin. Additional destructive examination of the unit is an option at your discretion after the manufacturer is placed on notice. At this time, our claim is still ongoing. Additional communication from the (B)(6) representative (dated 11/02/2015) stated they are unable to provide complete engineering report at this time. And, they were not in a position to forward the evidence to omron. They also stated, if omron wishes to examine the evidence, omron may have our expert contact their engineer to make arrangements for joint examination.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Reporting in the u.s due to similar product sold in the u.s. The device was not received for evaluation; therefore, a device analysis could not be completed. The manufacturer reviewed the device history record, qa test data, and risk analysis, complaint history for the model number and similar models. Review of the qa inspection result of the unit showed the unit had no problem. There was no similar case reported in the past. The device manufacturer performed an investigation by evaluating retained samples. The device manufacturer examined the ignition capability of ac adapter for following events: component on substrate or cord caught fire due to overload to ac adapter; lighting surge broke inner component and it caught fire; ignited due to tracking phenomenon. As for 1, put current load of 650- 700ma just before voltage supply is shut down at protection circuit and checked temperature increase during operation of for 30 minutes. Rectifier diode with highest temperature elevation was saturated at about 80 degrees and it was not led to burnout or ignition. (Rating of this ac adapter: 500ma, maximum load at ordinary use: 300ma) applied 5a of electrical current to ac adapter cord and checked temperature increase, found that it was saturated at about 60.7 degrees, melt or ignition did not occur. Therefore, it's judged that no ignition happened due to event 1. As for 2, broke ac adapter with lighting surge, checked substrate and found out open failure of fuse and electrolytic capacitor without burnout. Therefore, it is judged that no ignition happen due to the event 2. As for 3, there is no design problem about tracking resistance since this ac adapter is ul-approved. Therefore, it is judged that is has a low potential for ignition due to event 3. The investigation of the retained samples; concluded that risk analysis has been implemented because of the following 2 points: no burnout or ignition of ac adapter was found at above lighting surge test; from the test result, when high voltage applied to blood pressure monitor unit (bpm) burnout of regulator occurs and bpm stops operation. It does not damage human body or property, and it is unlikely to ignite. Based on the risk management files, risk of harm from similar incidents is reduced to acceptable level. No further investigation required.